Manufacturer narrative:
(B)(4): date sent is unk as not provided by rptr. Corrected data from the user facility report. Coaxial introducer sheath and filter are returned to assist the investigation. Investigation confirms that filter legs have perforated the sheath approx 35 cm from the proximal end. Also, a scratch is noticed on the outside of the sheath in the same area as one of the perforations. This scratch is most likely caused by the barb on the perforated primary filter leg. The filter is strongly deformed, suggesting that excessive force was applied to the device during the deployment procedure. However, nothing indicated that this device was not manufactured within specifications. Appropriate internal personnel are informed and we will continue to monitor for similar events. No further action is initiated at this time. Add'l info from the user facility report: (B)(4), cook celect filter set femoral and jugular appr, ivc filter, cook medical inc., (B)(4).

Event description:
The physician was performing an ivc filter placement. While inserting the ivc filter through the delivery sheath, a leg of the filter poked through the sheath. The physician tried advancing the filter but due to the pt's anatomy, the sheath became damaged and was unable to advance or remove the filter. Another physician was called to the room and a cut down and veinotomy was performed to retrieve the ivc filter from the pts femoral vein. The pt is doing fine but did end up with a 4 inch incision instead of a 1/4 inch incision. The staff did not know which of the 2 product packaging info was for the malfunctioned device or for the implanted device so both were provided. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Dr (B)(6) was performing and ivc filter placement. While inserting ivc filter through delivery sheath, a leg of the filter poked through the sheath. Tried advancing the filter but due to pt's anatomy, the sheath became damaged and was unable to advance or remove filter. Dr (B)(6) was called to room. Cut down and veinotomy was performed to retrieve ivc filter from pts femoral vein. The pt is doing fine but did end up with a 4 inch incision instead of 1/4 inch. The staff did not know which of the 2 product packaging info was for the malfunctioned device or for the implanted device so both were provided.